Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 486 mg/dl. Customer reported that the infusion set cannula was completely bent. Customer reported that the high pressure test with 5 units of the cannula filled did not generate an alarm. Nor, was there an alarm in the alarm history. Customer stated that there was no alarm in the history on the days that the cannula was completely bent either. Product is being returned and replaced.